Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 13: surgical specialists, p.c. [Illegible signature]. Office note. Complaint of hernia. Weight 162 lbs. Examination: abdomen; soft, tiny hernia- incisional. (B)(6) 13: [missing records: records for the CT scan mentioned as comparison on (B)(6) 14 were not provided.] (B)(6) 14: (B)(6). [No signature]. History and physical. Complaint of abdominal hernia. Umbilical hernia noted, nausea- vomiting almost daily, lost 112 lbs. In last year. Weight 133 lbs. Exam: 15 x 15 cm incisional hernia left lower abdomen. Impression: incisional hernia. (B)(6) 14: [facility ni]. B. Lacotts. Office note. Patient informed mesh is not in yet, understood and ¿ok¿ with waiting. (B)(6) 14: mchs- great river medical center. Gerald stipanuk, md. History and physical. Signed out against medical advice 2 days ago, unable to eat when she went home, complaints of abdominal pain. History of repair of incisional hernia, symptoms developed after surgery, underwent hernia repair with mesh placement 2 days ago. Examination: abdomen; abdominal tenderness, guarding, hypoactive bowel sounds, right side pain. Impression/plan: paralytic ileus. (B)(6) 14: (B)(6); . Office note. Post-operative visit; weight 148 lbs., bmi 27.07, 16 days status post incisional hernia repair. Complaint of tenderness, not sleeping- one incision bothering her. Wounds healing well, seroma, left lower quadrant- mildly tender, eating well, moving bowels well, mild herniation, umbilical scar. Discharged. (B)(6) 15: [missing records: records for the CT scan mentioned as comparison for scan done on (B)(6) 15 were not provided.](B)(6) 15: [facility ni]. [Provider ni]. Office note. 2 weeks ago, began having recurrent pain, periumbilical, nausea, no mass. Questionable recurrence of hernia, no hernia felt, check cat scan, revisit . 10/26/15: [facility ni]. [No signature]. Office note. Weight 183 lbs., had hernia surgery back last november, had abdomen pain in that area in july, CT ordered, still has pain and nausea, stool is black.(B)(6) 16: [missing records: records for CT scan mentioned in comparison on (B)(6) 16 were not provided.] (B)(6) 16: (B)(6). Progress note. Continues to make progress, less pain from incisions, encouraged to use narcotic less and use extra strength tylenol as ¿go to¿ medication for pain relief. Will keep nothing by mouth until is passing flatus, does have hypoactive bowel sounds, adding duplex suppository and intravenous reglan to regimen to help her recovery from the ileus.(B)(6) 16: (B)(6). Lab. Blood culture: one bottle growing gram positive cocci; sensitivity to vancomycin. Staphylococcus epidermidis . (B)(6) 16: (B)(6). Operative report. Pre-procedure diagnosis: seroma of abdominal wall secondary to laparoscopic repair of incisional hernia. Anesthesia type: general anesthesia. Procedure description/findings: procedure: debridement of necrotic tissue in abscess cavity a [sic] of the anterior abdominal wall including skin subcutaneous tissue fashion and the wall of the abscess cavity culture of contents sent for aerobic and anaerobic cultures removal of infected mesh; primary closure of fascia using interrupted suture technique and drainage of subcutaneous space. Operation: ¿the patient is brought to operative room placed on table in a supine position and general anesthetic was administered. Her abdomen was prepped with duraprep followed by alcohol prep and draped in an appropriate manner. Needle aspiration of a fluid collection in the abdominal wall was obtained and sent for gram staining culture. Gram stain showed multiple gram-positive and gram-negative bacteria. Following this the fluid-filled cavity was opened and of [sic] with a vertical incision directly over the most fluctuant part of the see fluid collection. Will [sic] we found was an infected hematoma and the walls of the abscess cavity in the subcutaneous tissue will the the [sic] did necrotic tissue. The infection extended down to the fascia and necrotic fashion was also debrided. The underlying mesh which was obviously involved in the infection was completely removed including its stapled attached the underlying bowel was encased in a fibrinous the [sic] below the an [sic] actual bowel was not observed in appeared to be quite nicely contained by the fibrinous capsule. The sterilely year irrigated with saline. The [sic] a jackson-pratt drain was left in the subfascial space and the fast [sic] was closed with figure-of-eight sutures of 1 vicryl. There was no significant tension on the fascial closure. The subcutaneous tissue was closed with interrupted 2.0 vicryl and the skin was closed with skin staples with a drain placed in tolerated the procedure well.¿ estimated blood loss under cc [sic]. (B)(6) 16: (B)(6). Radiology- contrast thru placed tube. Clinical history: suspected colocutaneous fistula. Comparison: CT (B)(6) 16. Findings: two surgical drains overlying the anterior aspect of the pelvis and lower abdomen. Multiple skin staples overlie the anterior aspect of the lower abdomen and pelvis. The more inferior, midline surgical drain in the anterior aspect of the lower abdomen was injected; contrast collects in the anterior aspect of the lower abdomen with subsequent fistulous communication with transverse colon. The second, slightly more superior surgical drain in anterior aspect of lower abdomen injected and only a small amount of contrast collects around the tube without discrete collection or fistulous indication. Impression: contrast injection of the anterior, midline lower abdominal surgical drain demonstrating fistulous communication with the transverse colon . (B)(6) 16: (B)(6). Seth a. Little. Radiology- CT abdomen/pelvis. Clinical history: transverse colon fistula. Comparison: (B)(6) 16. Findings: prior midline laparotomy, with improved appearance overall of postsurgical inflammatory changes. No rim-enhancing fluid collection to suggest abscess. No significant free fluid in the abdomen or pelvis and no pneumoperitoneum to suggest bowel perforation. No fistulous tract identified. Surgical drains have been removed. Impression: improved overall appearance. No current abscess or CT evidence of fistula . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Conclusion code remains unchanged. . Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records dated (B)(6) 2011 indicate the patient underwent a ¿repeat low segment transverse c-section and lysis of adhesions.¿ findings from the procedure state: ¿adhesions from the omentum to the anterior abdominal wall¿¿ ¿a midline vertical skin incision was made with the scalpel and was carried down through the subcutaneous tissue to the fascia.¿ a CT of the abdomen and pelvis performed (B)(6) 2014 states: ¿there is a large ventral hernia containing several loops of nonobstructed small bowel. The aperture of this hernia measures approximately 10 cm.¿ operative records dated (B)(6) 2014 indicate the patient underwent ¿1) excision biopsy of peritoneal implant to confirm diagnosis of endometriosis. 2) laparoscopic repair of giant incisional hernia after reduction of incarcerated contents.¿ postoperative diagnoses state: ¿1) giant incarcerated incisional hernia. 2) probable endometriosis with pelvic peritoneal implants. 3) right ovarian cyst measuring 3.0 cm.¿ the (B)(6) 2014 operative report states: ¿a 2.0 cm. Incision was made in the umbilicus with sharp dissection and carried down to the peritoneal cavity.¿ ¿there were several cysts in the right ovary measuring approximately 3.0 cm. There was a dark 3.0 mm. Implant in the right lateral pelvic wall which appeared to be endometriosis. There also appeared to be a minute 3 mm. Implant in the left internal obturator region but because of its proximity to the ureter and iliac vessels it was elected not to cauterize or excise this implant. After completion of the gynecologic aspect of the case attention was paid to repair of the incarcerated incisional hernia. To accomplish this additional 5 mm. Ports were placed in the left upper quadrant and two in the left lower quadrant. This allowed for visualization and access to the incarcerated contents of the hernia which were in the left lower quadrant.¿ the (B)(6) 2014 operative report continues: ¿omentum and bowel incarcerated in the hernia were freed using harmonic scalpel dissection. The hernia defect measured approximately 10x10 cm. In size. A piece of cortex [sic] dual mesh which was oval in shape was then prepared with fixation sutures at each quadrant and the mesh was introduced into the abdominal cavity. The quadrants of the mesh were secured to the anterior abdominal wall and the mesh was then tacked to the anterior abdominal wall completely occluding the hernia defect with at least 3.0 cm. Overlap of mesh to normal peritoneal abdominal wall. The protractor was used to secure the mesh to the anterior abdominal wall with tacks placed at 1.0 cm. Intervals. At this conclusion of this part of the case there was secure fixation of the mesh to the anterior abdominal wall. There was no active bleeding noted. The trocars were removed and the umbilical fascial incision closed with a running 0 vicryl. The skin incisions were closed with 3-0 vicryl subcuticular stitch.¿ product identification records for the alleged ¿cortex [sic] dual mesh¿ were not provided. A surgical pathology report dated (B)(6) 2014 regarding a specimen collected (B)(6) 2014 states: ¿specimen/site: right pelvic wall implant presumed endometriosis.¿ ¿gross description: received is a container of formalin labeled ¿[patient name], right pelvic wall implant presumed endometriosis¿. Received in the container is a tan-to-pink segment of irregularly shaped soft tissue measuring 0.3 x 0.3 x 0.2 cm in greatest dimension. The true surgical margins are not positively grossly identified, and the specimen is not particularly firm upon palpation.¿ ¿final diagnosis: right pelvic wall implant: benign connective tissue, excision.¿ discharge summary records dated (B)(6) 2014 indicate the patient was readmitted to the hospital on (B)(6) 2014 . ¿this is a 32 [year old] [white female] who signed out ama 2 days ago. She was unable to eat when she went home. Severity 5/10 modifying factors noncompliant onset 2 days ago timing constant.¿ exam notes state: ¿positive for: abdominal tenderness, guarding. Hypoactive bowel sounds.¿ ¿observation negative for distention, scars and an abdominal wall hernia.¿ ¿bowel sounds were decreased. Palpation revealed a soft abdomen. Palpation negative for a fluid wave, hepatomegaly, splenomegaly, a pulsatile mass and a non-pulsatile mass. There was no abdominal tenderness and guarding. There was no rebound or rigidity.¿ abdominal CT notes dated (B)(6) 2014 state: ¿there is no evidence of bowel obstruction. There are postoperative changes of the anterior abdominal wall. This is at the site of previously described hernia. Surgical mesh has been placed. Within the subcutaneous tissues superiorly there is gas and stranding. Inferiorly at the site of previously seen bowel herniation there is a complex fluid collection. This has a thick surrounding wall. This could represent postoperative seroma or abscess¿.the large fluid collection measures 12.0 x 4.6 cm diameter. Adjacent small similar appearing fluid collection measures 3.1 x 1.7 cm diameter. This second smaller fluid collection may communicate with the peritoneal cavity. There is a possible small defect to the right adjacent to the lateral aspect of the surgical mesh head¿there is no bowel herniation at any site. A small amount of complex fluid is present within the dependent aspect of the pelvis. There are scattered foci of free air within the peritoneum which are likely within normal limits given recent postoperative status.¿ records dated (B)(6) 2014 state the patient was seen for follow up. ¿[patient] healing well. Discharged from post-op.¿ records dated (B)(6) 2015 state a CT of the abdomen and pelvis was performed. Findings state: ¿a ventral hernia has been repaired with mesh in the past. There is a defect to the right side of the mesh of 31.4 mm transverse. This transmits non incarcerated loops of small bowel that extend caudad in the ventral abdomen. An epigastric ventral hernia with a transverse defect of 33 mm transmits minimal omentum. The intestines have normal caliber. There is suggestion of a fluid-filled diverticulum extending cephalad from the hepatic flexure¿the appendix is not appreciated with certainty. No lymphadenopathy or fluid collections are evident.¿ ¿impression: 1. Previous ventral hernia repair with mesh. Right paracentral hernia adjacent to the right side of the mesh with a transverse defect of 31.4 mm. The hernia transmits non incarcerated loops of small bowel. 2. No lymphadenopathy of fluid collections. 3. Appendix is not visualized. 4. Additional epigastric ventral hernia with a transverse defect of 33 mm transmits minimal omentum.¿ records dated (B)(6) 2015 state the patient was seen for follow up. ¿[patient] had hernia surgery back last november, [patient] had abdomen pain in that area in july CT was ordered. [Patient] still has pain + nausea. [Patient] states stool is black.¿ records dated (B)(6) 2015 indicate a CT of the abdomen and pelvis were performed for a history of left lower quadrant pain. Findings state: ¿the bowel is well opacified. There are no dilated loops of small bowel. There is a prior umbilical hernia repair. The inferior aspect of this repair mesh, there is a ventral wall defect, measuring up to 3.6 cm. This contains a loop of small bowel without dilatation. A similar appearance was seen on the prior study. There is a second ventral wall hernia in the upper abdomen containing peritoneal fat. The defect measures approximately 32 mm.¿ ¿there are no dilated loops of bowel to suggest small bowel obstruction. There is no free fluid, free air or significant inflammatory process. The appendix is not well seen on the study. There is no fluid inflammation in the right lower quadrant.¿ impressions from the (B)(6) 2015 CT states: ¿1. No acute intra-abdominal abnormalities. No free fluid, free air or significant inflammatory process. 2. Postoperative changes with prior ventral hernia repair. There is a persistent hernia the [sic] inferior margin of the mesh containing a loop of bowel without obstruction. No significant change in the appearance in comparison to the previous study. The defect measures approximate [sic] 2.5 cm. 3. Small ventral hernia the [sic] upper abdomen containing peritoneal fat. 4. The appendix is not well seen on the study.¿ records dated (B)(6) 2016 state the patient was seen for follow up. ¿[patient] is hurting in lower pelvic pain. Had cts in late oct. + but didn¿t follow up do [sic] to sickness + death in family. [Patient] is hurting bad today x 2 days. [Patient] states she is on her period. Pain is worse when she is on her [period].¿ operative records dated (B)(6) 2016 state the patient underwent ¿laparoscopic repair of recurrent incarcerated incisional hernia using dual mesh.¿ the records state: ¿the hernia defect had incarcerated omentum which was removed using a combination of electric cautery sharp dissection and blunt dissection. There were 2 adjacent hernia openings in the lower abdominal region. The entire hernial defect measured approximately 8 x 15 cm. A piece of dual mesh made measuring 15 x 19 cm was chosen to repair the defect. Four quadrant sutures of 2 0 prolene were placed in the mesh and the mesh was introduced into the abdominal cavity. Stay sutures were secured to the anterior abdominal wall using a suture retrieval retrieval [sic] device and 4 1 cm incisions.¿ the (B)(6) 2016 operative report continues: ¿the mesh was then fixed to the anterior abdominal wall using a protac with 1 cm spaces between the staples. At the completion of the patch repair there was excellent approximation of the mesh to the anterior abdominal wall with no gaps present. There was excellent hemostasis. The skin incisions were closed with 3 0 vicryl subcuticular stitches.¿ the records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/13412198) was used during the procedure. There was no mention of the previously implanted mesh in the records. Additionally, there was no mention of infection or device removal. Discharge summary records dated (B)(6) 2016 state: ¿this patient presented with a recurrent incisional hernia from lower abdominal incision. She had had previous laparoscopic repair but had a recurrence in the lower part of the repair and had incarcerated bowel with and a large hernia sac with recurrent cramping and abdominal pain. CT scan confirmed the presence of lower hernia 5th rib incisional hernia. Under the admission the patient had tenderness in the lower abdomen where she had a mass present exam was unremarkable. The patient brought to surgery at which time laparoscopic repair of the recurrent hernia was accomplished. Postoperatively the patient had an ileus for several days but this was resolving at time of discharge in she was tolerating a liquid diet satisfactory [sic]. She was moving her bowels well. Wounds were healing well.¿ the (B)(6) 2016 discharge summary records continue: ¿patient continues to make progress and is having less pain from her incisions. She was encouraged to use the narcotic less and use extra strength tylenol as her ¿go to¿ medication for pain relief. She has still not had flatus so the we [sic] will keep her npo until she is passing flatus. She does have hypoactive bowel sounds. I am adding duplex suppository and intravenous reglan to her regimen to help her recovery [sic] from the ileus.¿ records dated (B)(6) 2016 state the patient was seen for follow up. ¿lower abdomen pain [with] a big knot. Can¿t eat/sleep, nausea mostly, [vomiting] x2, [bowel movement] normal. Having pain in lower [abdomen]. Has 5 cm mass ¿ probable seroma. Mild nausea ¿ [check] cat scan ¿ suspect seroma.¿ records dated (B)(6) 2016 indicate a CT of the abdomen and pelvis was performed. ¿there is no bowel obstruction.¿ ¿there is no abdominal adenopathy. There are postsurgical changes of ventral hernia repair. There is a seroma with slightly thickened walls seen ventral to the abdominal wall measuring 3.58 x 10.67 x 6.45 cm. There is additional fluid collection/seroma central to the hernia repair that has an air-level. This measures 4.2 x 10.9 x 8.7 cm. There is some fluid in the posterior pelvis right of midline measuring 4.75 x 3.84 cm.¿ records dated (B)(6) 2016 indicate a CT of the abdomen and pelvis was performed for a history of abdominal pain. Findings state: ¿postoperative changes are again seen along the anterior abdominal wall. Surgical mesh is identified along the low anterior abdominal wall seen at the level of the pelvis. There is persistent fluid and gas seen adjacent to the surgical mesh. There is again noted extension of the fluid and gas into the more inferior anterior abdominal wall¿.there is increasing gas seen within the fluid collection in the anterior abdominal wall. The collection measures up to 10.9 cm transverse, 4.9 cm ap, 6.4 cm in height. A well-defined wall is identified.¿ impression from the (B)(6) 2016 CT states: ¿1. The patient has had hernia repair in the low anterior abdominal wall. 2. There is fluid and gas again seen adjacent to the surgical mesh seen along the anterior abdominal wall. There does appear to be additional fluid gas seen extending into the low anterior abdominal wall forming a probable large anterior abdominal wall abscess. Surgical consult is recommended. The findings are concerning for a postoperative infection. In clinically indicated, ultrasound guided aspiration of the fluid collection can be performed. 3. Stable appearance of a cyst seen within the right adnexa. 4. No evidence for small bowel obstruction¿¿ operative records dated (B)(6) 2016 state the patient underwent ¿aspiration of abdominal wall fluid collection, culture and gram stain of fluid; incision, drainage and debridement of abdominal wall abscess cavity with drainage of intra-abdominal abscess and subcutaneous abscess; excision of necrotic material including previously placed mesh and drainage of intra-abdominal abscess cavity and subcutaneous abscess cavity with separate jackson pratt drains. Primary closure of abdominal wall with interrupted no 1 vicryl sutures.¿ the (B)(6) 2016 operative report states: ¿needle aspiration of a fluid collection in the abdominal wall was obtained and sent for gram stain and culture. Gram stain showed multiple gram-positive and gram-negative bacteria. Following this the fluid-filled cavity was opened with a vertical incision directly over the most fluctuant part of the fluid collection. An infected subcutaneous abscess cavity was encountered measuring 15x15 cm. The walls of the abscess cavity contained necrotic material which was sharply debrided. The infection was found to extend down to the fascia and necrotic fascia was also debrided. A preperitoneal abscess cavity posterior to the fascia measuring 15x15 cm and 3 cm deep was encountered superficial to the previously placed gortex [sic] mesh. The mesh was obviously involved in the infection and was completely removed including its stapled attachments to the fascia. The underlying bowel was encased in a thick fibrinous envelope and was not observed during this operation. After cultures were taken for aerobic and anaerobic cultures, the abscess cavity was irrigated with sterile saline. A 19 mm jackson-pratt drain was left in the subfascial space and the fascia was closed with figure-of-eight sutures of 1. Vicryl. There was no significant tension on the fascia closure. The subcutaneous tissue was closed with interrupted 2 0 vicryl with a jackson pratt drain at the deepest part of the subcutaneous wound and the skin was closed with skin staples.¿ it is unclear from the records which mesh was removed during the procedure. Abdominal x-ray records dated (B)(6) 2016 state: ¿findings: postsurgical changes are seen in the right mid abdomen. There is no organomegaly. There is a nonobstructive bowel gas pattern. Surgical drains are seen at the level of the pelvis with midline skin staples. Impression: there are changes of previous cholecystectomy. There are two surgical drains seen at the level of the upper to mid pelvis. Nonobstructive bowel gas pattern. Moderate amount of gas is retained within the large bowel.¿ a culture report dated (B)(6) 2016 regarding an abdominal abscess specimen collected (B)(6) 2016 states: ¿many gram positive cocci, moderate gram negative rods.¿ a surgical pathology report dated (B)(6) 2016 regarding a specimen collected (B)(6) 2016 states: ¿specimen/site: abdominal abscess/infected mesh.¿ ¿gross description: received in a container of formalin labeled ¿[patient¿s name], abdominal abscess/infected mesh¿. Received in the container are multiple, irregularly shaped pieces of yello-to-tan tissue with stippled, red, hemorrhagic areas as well as stippled, gray-tan, necrotic-appearing areas throughout the tissue. There are also two separate pieces of grossly evident mesh-like foreign [sic] which is tan in color and measures up to 0.1 cm in thickness. This mesh material has multiple, gray metallic, spiraled foreign bodies located diffusely around the outer rim. The specimen has overall or aggregate dimensions of 15.5 x 10.3 x 5.3 cm. Sectioning the pieces of tissue reveals hemorrhagic areas as well as necrotic-appearing areas. Further examining the pieces of foreign mesh reveals multiple adhesions as well as adherent necrotic tissue.¿ ¿final diagnosis: tissue from abdomen: soft tissue showing severe acute inflammation with granulation tissue formation, necrosis, and chronic inflammation change consistent with material received for infected mesh.¿ a culture report dated (B)(6) 2016 regarding blood culture specimens collected (B)(6) 2016 indicate staphylococcus epidermis was an identified organism. Abdominal CT records dated (B)(6) 2016 state: ¿there are two drain is in place [sic] within the anterior abdominal wall. One drain is located within the subcutaneous fat. The adjacent drain extends into the level of the abdominal wall musculature. There is stranding / edema surrounding the drains. No residual fluid collection identified. Small foci of gas are present within the subcutaneous fat and abdominal wall musculature.¿ a culture report dated (B)(6) 2016 regarding aerobic and anaerobic abdominal abscess specimens collected (B)(6) 2016 state: ¿negative at 6 days.¿ a discharge summary dated (B)(6) 2016 indicate the patient was admitted to the hospital on (B)(6) 2016. The summary states: [the patient] was transferred to st. Bernards on (B)(6) 2016 from blytheville hospital after undergoing surgery on 02/16. She previously underwent a laparoscopic hernia repair on (B)(6) by dr. (B)(6) approximately 10 days later, she presented to the hospital with complaints of pain and a large bump. She was told that this was a loculation and sent home with an abdominal binder. Her abdominal pain had began to worsen and she began having nausea and vomiting as well as fevers. She presented to the blytheville hospital on (B)(6) with complaints of continued abdominal pain. She was taken to the or by dr. (B)(6) for possible seroma aspiration and was found to have infected mesh. The infected mesh was removed and two jp drains were placed; one with foul smelling brownish drainage. A CT with complaints on arrival to the ER and revealed post surgical changes with drains in place and a small amount of intraperitoneal air and fluid. No definitive extravasation of oral contrast was seen.¿ the (B)(6) 2016 discharge summary states: ¿on (B)(6) 2016, fistulogram was completed with a lower jackson-pratt abdominal drain and findings revealed contrast infection of the anterior, midline lower abdominal surgical drain demonstrating fistulous connection with the transverse colon. The patient was continued to be n.p.o.¿ ¿the patient¿s jackson-pratt output began to decrease. Her midline jackson-pratt drain began to dislodge and the other jackson-pratt drain was removed due to minimal output.¿ ¿on (B)(6) 2016, a repeat CT scan of abdomen and pelvis was completed and revealed improving overall appearance. No current abscess or CT-evidence of fistulous was seen.¿ ¿her incisions were without signs and symptoms of infection.¿ the records indicate the patient was discharged on (B)(6) 2016 with the following diagnoses: ¿1. Resolving abdominal pain. Status post infected prosthetic mesh of abdominal wall. Status post removal. 2. Colocutaneous fistula. 3. Resolving abdominal pain.¿ a culture report dated (B)(6) 2016 regarding blood cultures taken (B)(6) 2016 indicate ¿no growth after 5 days.¿ a nasal mrsa swab test indicates negative results. An abdominal fluid specimen indicates: ¿many gram negative rods. Moderate purulence. Several yeast. Many gram positive cocci.¿ body fluid cultures from the abdominal specimen states: ¿organism 1: enterococcus faecalis. Quantity of growth: moderate. Organism 2: candida tropicalis. Quantity of growth: moderate. Organism 3: bacteroides thetaiotaomicron. Quantity of growth: heavy.¿ records dated (B)(6) 2017 state: ¿presenting complaint: patient states: she is waiting on the doctor in jonesboro to schedule her surgery ems states: patient has 2 abdominal hernias that she is supposed to have surgery for in jonesboro, patient has had [nausea/vomiting] and abdominal pain for 2 days, patient states she has not eaten in 2 days.¿ ¿complains of pain in left lower quadrant pain currently is 10 out of 10 on a pain scale. Quality of pain is described as sharp, pain began 2-3 days ago is continuous.¿ discharge summary records dated (B)(6) 2017 indicate the patient was admitted on (B)(6)2017. The records state: ¿34 [year old] [white female] with multiple abdominal surgeries presented to ed with 3 day history of severe abdominal pain 10/10. Sharp, cramping. Associated with [nausea/vomiting]. She was not able to hold liquids or solids down. She tried medications at home but not able to hold down. She is suppose[d] to have surgery in jonesboro but appointment to [follow up] is not until next week. She had CT [abdomen]/pelvis which showed ventral wall hernia. [Patient] admitted and started on ivf, IV pain meds. She was admitted for pain control and to control [nausea/vomiting]. [Patient] diet was slowly increased. She was also found to have constipation and medication given for this as well. She slowly improved and pain controlled with oral meds so discharged home to [follow up] with surgeon.¿ ¿CT showed a ventral hernia with no incarceration.¿ abdominal CT scan records dated (B)(6) 2017 state: ¿there are 2 anterior abdominal wall hernias containing herniated small bowel. The more superior hernia is located at the level of the umbilicus with herniated small bowel loops. There is a second hernia located more inferiorly just to the right of midline which also contains herniated small bowel. There is mild stranding of the adjacent fat. The appearance however is similar to the previous examination in december 2016. No bowel obstruction. No free air or fluid. The appendix is normal. The osseus structures are unremarkable.¿ operative records dated (B)(6) 2017 state the patient underwent ¿open incisional recurrent incarcerated hernia repair, appendectomy, resection of omental masses, revision of scar with complex closure 20 cm.¿ the records state: ¿patient is a 34-year-old female that initially had surgery in blytheville for a hernia. After attempt of laparoscopic hernia repair she developed a colocutaneous fistula. The mesh was taken out by the same surgeon. She then continued with a persistent fistula and was transferred to my care at that time. This was about a year ago. She also had a history of a laparoscopic cholecystectomy. Over the course of the next year, the patient¿s fistula resolved without any surgical intervention however she developed multiple hernias. She also had a lower midline scar from her prior operations there [sic] was sharply angulated and had multiple ¿dog ears¿ on it. We discussed open repair of her multiple hernias as well as revision of the scar.¿ intraoperative findings from the (B)(6) 2017 procedure state: ¿upon entering the abdomen there was numerous masses throughout the omentum that were consistent with old gallstones. Many of these were excised. There also appeared to be numerous gallstones stuck in the gallbladder fossa. I elected to perform an appendectomy during the laparotomy due to her extensive surgical history and the fear that is she developed appendicitis in the future that this would be extremely difficult especially given that this will be at least her third hernia repair. As far as her hernia goes she had numerous defects throughout the abdominal wall including a fairly large one in the epigastric region and a second very large one at the most inferior border of her incision. There was numerous swiss cheese defects throughout the remainder of her abdominal wall in the midline as well. This hernia repair was 3 times more difficult than a normal hernia repair.¿ the (B)(6) 2017 operative report states: ¿the scar from her previous incisions was marked and a large ellipse was made to completely excise this. I am unsure of why the scar had the appearance of what it did as it was angulated, off of midline, and had multiple ¿dog ears¿ within this. The portion that needed revision of the scar was 20 cm in length. This also include [sic] her umbilicus which would be excised. Electrocautery was then used to resect this skin and subcutaneous tissue completely. This was handed off as a specimen. Electrocautery was then used to dissect through the remaining subcutaneous tissue to expose the fascia and hernia defects. I then dissected around the lowest hernia defect. There was bowel incarcerated within this. Once of [sic] was able to dissect around it I was able to reduce the bowel without any difficulty and completely exposed the defect. This was greater than 6 cm in diameter. I then felt superiorly and there was multiple swiss cheese defects in this area. The fascia was opened up along the entire length of this incision past the umbilicus.¿ the (B)(6) 2017 operative report continues: ¿once this was completed I then felt superior to this and there was yet another hernia there was approximately 4 cm in diameter. The incision was then extended up to this hernia. All the hernia defects were connected so that it was one large wound. Essentially this went from near the xiphoid down to the pubic bone. We did not have any mesh that was large enough to cover this area. However, the fascia easily was able to be pulled into the midline without any tension. I feel the main reason that she got her numerous hernias was due to infections and the fistula formation from her first hernia repair. Given this, I felt that a primary repair of this would be the best method of treatment at this time.¿ the (B)(6) 2017 operative report states: ¿given the numerous prior abdominal operations and adhesions throughout the abdomen I elected to perform an appendectomy so that this would not be an issue in the future. The appendix was isolated using electrocautery. The mesoappendix was ligated with a silk tie. The appendix was transected at its base with a gia stapler. This was handed off as a specimen. On inspection of the rest of the abdomen, it was noted there was numerous masses throughout the omentum. Several of these were excised using electrocautery and handed off as a specimen. These seem to be consistent with gallstones that had spilled during a previous operation. There was also numerous gallstones that were stuck within the gallbladder fossa however I left these where they were.¿ the (B)(6) 2017 operative report continues: ¿additionally there were contacts from the hernia repair that were excised as well as several pieces of suture. Once I ensured that the small bowel was in the correct orientation and there was no other issues within the abdomen I began closing the fascia. Several interrupted 0 ethibond sutures were placed throughout the abdomen using retention sutures. The fascia was then closed with two running #1 pds strata fix sutures. Scarpa¿s fascia was closed with interrupted 3-0 vicryl sutures. The dermal layer was then reapproximated with 3-0 vicryl sutures to revise her previous incision scar. There was no longer any ¿dog ears¿ present at the end of my procedure. The skin was then closed with running 4-0 monocryl.¿ continued on attachment.

Manufacturer narrative:
Updated results code for manufacturing and sterilization evaluations. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated patient codes . H6: updated device code . H6: updated conclusion codes . The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2011 through (B)(6) 2017 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: hepatitis b. Chronic cholecystitis and cholelithiasis. Obesity. ­ (B)(6) 2012: 202 lbs; bmi 36.9. ­ (B)(6) 2015: 178 lbs; bmi 32.6. ­ (B)(6) 2015: 183 lbs; bmi 33.5. ­ (B)(6) 2016: 183 lbs; bmi 33.5. ­ (B)(6) 2017: 204 lbs; bmi 37.3. Smoker. ­ (B)(6) 2014: 1 pack/day x 13 years. Drug use. ­ (B)(6) 2014: thc positive. ­ (B)(6) 2017: thc positive. Gastroesophageal reflux disease. Multiple incisional hernia with incarceration. Prior surgical procedures: (B)(6) 2008: cesarean section. (B)(6) 2011: repeat low segment transverse cesarean section and lysis of adhesions. (B)(6) 2012: laparoscopic cholecystectomy. Relevant medical information: (B)(6) 2011: repeat low segment transverse c-section and lysis of adhesions. ­ ¿adhesions from the omentum to the anterior abdominal wall.¿ (B)(6) 2013: ¿abdomen; soft, tiny hernia-incisional.¿ (B)(6) 2014: ¿complaint of abdominal hernia. Umbilical hernia noted, nausea-vomiting almost daily, lost 112 lbs. In last year. Weight 133 lbs. Exam: 15 x 15 cm incisional hernia left lower abdomen. Impression: incisional hernia.¿ (B)(6) 2014: ¿patient informed mesh is not in yet, understood and ¿ok¿ with waiting.¿ (B)(6) 2014: CT abdomen/pelvis: ¿large ventral hernia containing several loops of nonobstructed bowel.¿ [handwritten notes]: ¿goretex/ethicon mesh 14 x 16 ventral hernia. (B)(6) 2014: candas is ordering mesh, should be in within 1 week [initials b.l.].¿ (B)(6) 2014: excision biopsy of peritoneal implant to confirm diagnosis of endometriosis. Laparoscopic repair of giant incisional hernia after reduction of incarcerated contents. ­ ¿after completion of the gynecologic aspect of the case attention was paid to repair of the incarcerated incisional hernia. To accomplish this additional 5 mm. Ports were placed in the left upper quadrant and two in the left lower quadrant. This allowed for visualization and access to the incarcerated contents of the hernia which were in the left lower quadrant. Omentum and bowel incarcerated in the hernia were freed using harmonic scalpel dissection. The hernia defect measured approximately 10x10 cm. In size. A piece of cortex [sic] dual mesh which was oval in shape was then prepared with fixation sutures at each quadrant and the mesh was introduced into the abdominal cavity. The quadrants of the mesh were secured to the anterior abdominal wall and the mesh was then tacked to the anterior abdominal wall completely occluding the hernia defect with at least 3.0 cm. Overlap of mesh to normal peritoneal abdominal wall. The protractor [sic] was used to secure the mesh to the anterior abdominal wall with tacks placed at 1.0 cm. Intervals. At this conclusion of this part of the case there was secure fixation of the mesh to the anterior abdominal wall. There was no active bleeding noted. The trocars were removed and the umbilical fascial incision closed with a running 0 vicryl.¿ (B)(6) 2014: ¿signed out against medical advice 2 days ago , unable to eat when she went home, complaints of abdominal pain. History of repair of incisional hernia, symptoms developed after surgery, underwent hernia repair with mesh placement 2 days ago. Examination: abdomen; abdominal tenderness, guarding, hypoactive bowel sounds, right side pain. Impression/plan: paralytic ileus.¿ (B)(6) 2014: CT abdomen/pelvis: ¿postoperative changes of anterior abdominal wall hernia repair. There is a large fluid collection within the anterior abdominal subcutaneous fat at the site of previously seen bowel herniation. There is a second immediately adjacent smaller fluid collection. These fluid collections may represent seroma or abscess. No free air free fluid within the abdomen pelvis. There is a small amount of complex fluid within the dependent aspect of the pelvis. This may be within normal limits given recent postoperative status. Questionable small defect within the anterior abdominal wall to the right of the surgical mesh as described above, this may communicate with the smaller anterior abdominal wall fluid collection. No bowel herniation at any site.¿ (B)(6) 2014: discharge summary: [the patient] ¿signed out ama [against medical advice] 2 days ago. She was unable to eat when she went home. Severity 5/10 modifying factors noncompliant onset 2 days ago timing constant.¿ exam notes state: ¿positive for: abdominal tenderness, guarding. Hypoactive bowel sounds.¿ ¿observation negative for distention, scars and an abdominal wall hernia.¿ ¿bowel sounds were decreased. Palpation revealed a soft abdomen. Palpation negative for a fluid wave, hepatomegaly, splenomegaly, a pulsatile mass and a non-pulsatile mass. There was no abdominal tenderness and guarding. There was no rebound or rigidity.¿ implant preoperative complaints: (B)(6) 2015: CT abdomen/pelvis: ¿previous ventral hernia repair with mesh, right paracentral hernia adjacent to the right side of the mesh with a transverse defect of 31.4 mm, hernia transmits non incarcerated loops of small bowel. No lymphadenopathy or fluid collections. Appendix not visualized. Additional epigastric ventral hernia with a transverse defect of 33 mm transmits minimal omentum.¿ (B)(6) 2015: ¿weight 183 lbs., had hernia surgery back last november, had abdomen pain in that area in july, CT ordered, still has pain and nausea, stool is black.¿ (B)(6) 2015: CT abdomen/pelvis: ¿no acute intra-abdominal abnormalities, no free fluid, free air or significant inflammatory process. Postoperative changes with prior ventral hernia repair, there is a persistent hernia [in] the inferior margin of the mesh containing a loop of bowel without obstruction. No significant change in appearance in comparison to previous study. Defect measures approximate 2.5 cm. Small ventral hernia [in] the upper abdomen containing peritoneal fat. Appendix not well seen on study.¿ (B)(6) 2016: ¿hurting in lower pelvic pain had CT¿s in late october and didn¿t follow-up do [sic] to sickness and death in family, hurting bad x 2 days, pain worse when on period.¿ implant procedure: laparoscopic repair of recurrent incarcerated incisional hernia using ¿dual mesh.¿ implant: gore® dualmesh® plus biomaterial (13412198/1dlmcp04) 15 x 19 cm, oval. Implant date: (B)(6) 2016. Description of hernia being treated: ¿than [sic] a 5 mm opti vu [sic] trocar was used to gain entrance into the abdominal cavity through a small incision in the right upper quadrant. The abdomen was insufflated with carbon dioxide to a pressure of 15 cm of water pressure. [Sic] additional 5 mm trocars mm [sic] placed under direct vision in the right mid abdominal region right lower quadrant and 2 additional trocars in the left upper quadrant and will [sic] left mid abdominal region. The hernia defect had incarcerated omentum which was removed using a combination of electric cautery sharp dissection and blunt dissection. There were 2 adjacent hernia openings in the lower abdominal region. The entire hernial defect measured approximately 8 x 15 cm.¿ implant size and fixation: ¿a piece of dual mesh made measuring 15 x 19 cm was chosen to repair the defect. Four quadrant sutures of 2 0 prolene were placed in the mesh and the mesh was introduced into the abdominal cavity. Stay sutures were secured to the anterior abdominal wall using a suture retrieval [sic] device and 4 1 cm incisions. The mesh was then fixed to the anterior abdominal wall using a protac [sic] with 1 cm spaces between the staples. At the completion of the patch repair there was excellent approximation of the mesh to the anterior abdominal wall with no gaps present. There was excellent hemostasis. The skin incisions were closed with 3 0 vicryl subcuticular stitches.¿ post-operative period: [5 days]. ­ (B)(6) 2016: ¿continues to make progress, less pain from incisions, encouraged to use narcotic less and use extra strength tylenol as ¿go to¿ medication for pain relief. Will keep nothing by mouth until is passing flatus, does have hypoactive bowel sounds, adding duplex suppository and intravenous reglan to regimen to help her recovery from the ileus.¿ ­ (B)(6) 2016: discharge summary: ¿discharge diagnosis: resolved; hernia of abdominal cavity. Hospital summary: recurrent incisional hernia from lower abdominal incision, had previous laparoscopic repair but had recurrence in lower part of repair site and had incarcerated bowel with a large hernia sac with recurrent cramping and abdominal pain. CT scan confirmed presence of lower hernia 5thrib [sic] incisional hernia. Had tenderness in lower abdomen where she had a mass present. Brought to surgery at which time laparoscopic repair of the recurrent hernia was accomplished. Postoperatively had an ileus for several days but this was resolving at time of discharge, tolerating liquid diet satisfactorily, moving bowels well, wounds healing well, will be seen in the office in 1 week for follow-up.¿ explant preoperative complaints: (B)(6) 2016: ¿14 days status post laparoscopic incisional hernia repair; lower abdominal pain with a big knot , can¿t eat/sleep, nausea mostly, [vomiting] x2. Having pain in lower abdomen, has 5 cm mass-probable seroma, mild nausea-check cat scan-suspect seroma.¿ (B)(6) 2016: CT abdomen/pelvis: ¿no bowel or urinary obstruction. Changes of previous cholecystectomy, no biliary duct dilatation. Postsurgical changes of ventral hernia repair, seroma with slightly thickened walls seen ventral to the abdominal wall measuring 3.58 x 10.67 x 6.45 cm, additional seroma or fluid collection with fluid level seen central to the abdominal wall measuring 4.2 x 10.9 x 8.7 cm.¿ (B)(6) 2016: ¿blood culture: one bottle growing gram positive cocci; sensitivity to vancomycin. Staphylococcus epidermidis.¿ (B)(6) 2016: CT abdomen/pelvis: ¿hernia repair in low anterior abdominal wall. Fluid and gas again seen adjacent to surgical mesh seen along the anterior abdominal wall. Does not appear to be additional fluid gas seen extending into the low anterior abdominal wall forming a probable large anterior abdominal wall abscess. Surgical consult recommended. The findings are concerning for a postoperative infection. If clinically indicated, ultrasound guided aspiration of fluid collection can be performed. Stable appearance of a cyst seen within right adnexa. No evidence for small bowel obstruction. Nonobstructing nephrolithiasis seen within left kidney. Previous cholecystectomy.¿ explant procedure: aspiration of abdominal wall fluid collection, culture and gram stain of fluid; incision, drainage and debridement of abdominal wall abscess cavity with drainage of intra-abdominal abscess and subcutaneous abscess; excision of necrotic material including previously placed mesh and drainage of intra-abdominal abscess cavity and subcutaneous abscess cavity with separate jackson pratt drains. Primary closure of abdominal wall with interrupted number 1 vicryl sutures. Explant date: (B)(6) 2016. ¿needle aspiration of a fluid collection in the abdominal wall was obtained and sent for gram stain and culture. Gram stain showed multiple gram-positive and gram-negative bacteria. Following this the fluid-filled cavity was opened with a vertical incision directly over the most fluctuant part of the fluid collection. An infected subcutaneous abscess cavity was encountered measuring 15 x 15 cm. The walls of the abscess cavity contained necrotic material which was sharply debrided. The infection was found to extend down to the fascia and necrotic fascia was also debrided. A preperitoneal abscess cavity posterior to the fascia measuring 15 x 15 cm and 3 cm deep was encountered superficial to the previously placed gortex [sic] mesh. The mesh was obviously involved in the infection and was completely removed including its stapled attachments to the fascia. The underlying bowel was encased in a thick fibrinous envelope and was not observed during this operation. After cultures were taken for aerobic and anaerobic cultures, the abscess cavity was irrigated with sterile saline. A 19 mm jackson-pratt drain was left in the subfascial space and the fascia was closed with figure-of-eight sutures of 1 vicryl. There was no significant tension on the fascial closure. The subcutaneous tissue was closed with interrupted 2.0 vicryl with a jackson pratt drain at the deepest part of the subcutaneous wound and the skin was closed with skin staples.¿ relevant medical information: (B)(6) 2016: x-ray abdomen: ¿changes of previous cholecystectomy. Two surgical drains seen at level of the upper to mid pelvis. Nonobstructive bowel gas pattern. Moderate amount of gas retained within large bowel.¿ (B)(6) 2016: ¿exudate culture: ¿abdominal abscess, aerobic and anaerobic: negative at 6 days. Gram stain: many gram-positive cocci, moderate gram negative rcos [unknown acronym].¿ (B)(6) 2016: pathology: ¿received in the container are multiple, irregularly shaped pieces of a yellow-to-tan tissue with stippled, red, hemorrhagic areas as well as stippled, gray-tan, necrotic-appearing areas throughout the tissue. There are also two separate pieces of grossly evident mesh-like foreign which is tan in color and measures up to 0.1cm in thickness. This mesh material has multiple, gray metallic, spiraled foreign bodies located diffusely around the outer rim. The specimen has overall or aggregate dimensions of 15.5 x 10.3 x 5.3 cm. Sectioning the pieces of tissue reveals hemorrhagic areas as well as necrotic-appearing areas. Further examining the pieces of foreign mesh reveals multiple adhesions as well as adherent necrotic tissue. Representative sections of the tissue are submitted in cassettes a1 and a2, while the remainder of the specimen is retained in its original container.¿ (B)(6) 2016: CT abdomen/pelvis: ¿two indwelling drains present, there is stranding/edema and gas adjacent to drains, no residual fluid collection identified. Persistent right adnexal cyst, on image 62 this measures approximately 5.7 x 4.9 cm diameter.¿ (B)(6) 2016: CT abdomen/pelvis: ¿postsurgical changes with drains in place and small amount of intraperitoneal air and fluid. No definite extravasation of contrast seen.¿ (B)(6) 2016: ¿abdominal fluid: gram stain: many gram-negative rods, moderate purulence, several yeast, many gram-positive cocci. Body fluid culture: enterococcus faecalis; moderate, susceptible; ampicillin, gentamycin, linezolid, penicillin, streptomycin synergy screen, vancomycin. Candida tropicalis; moderate, bacteroides thetaiotaomicron; heavy, positive beta lactamase infers resistance to ampicillin and penicillin; susceptible ampicillin/sulbactam, ceftizoxime, chloramphenicol, metronidazole, piperacillin; resistant cefotetan, clindamycin; intermediate cefoxitin, ticarcillin.¿ (B)(6) 2016: CT abdomen/pelvis: ¿improved overall appearance. No current abscess or CT evidence of fistula.¿ (B)(6) 2016: discharge summary: ¿transferred to (B)(6) on (B)(6) 2016 from (B)(6) hospital after undergoing surgery on (B)(6) 2016; previously underwent a laparoscopic hernia repair on (B)(6) by dr. (B)(6) . Approximately 10 days later, complaints of pain and large bump; told this was a loculation and sent home with abdominal binder. Abdominal pain began to worsen, nausea, vomiting and fevers. Presented to (B)(6) hospital on (B)(6) with complaints of continued abdominal pain; found to have infected mesh, infected mesh was removed and two jp drains were placed; one with foul smelling brownish drainage. CT revealed post-surgical changes with drains in place and small amount of intraperitoneal air or fluid, no definitive extravasation seen. Kept nothing by mouth initially; on (B)(6) 2016 fistulogram completed with lower jackson-pratt abdominal drain and findings revealed contrast injection of the anterior, midline lower abdominal surgical drain demonstrating fistulous connection with the transverse colon. A peripheral inserted central catheter line consult was placed and total parenteral nutrition started to try and manage patient more conservatively due to recent surgery and amount of inflammatory changes likely to present. Continued with nothing by mouth and total parenteral nutrition to allow additional management and possible closure due to low output. Midline jackson-pratt drain began to dislodge and the other was removed due to minimal output. Started on full liquid diet, total parenteral nutrition continued, on (B)(6) 2016 was tolerating a diet well. (B)(6) 2016 repeat CT scan of abdomen and pelvis revealed improving overall appearance. No current abscess or CT evidence of fistulous seen. Tolerating regular diet, pain and nausea controlled, normal bowel function. Incisions without signs and symptoms of infection. Reached maximum benefit from hospitalization, discharged.¿ (B)(6) 2016: culture report of blood cultures taken (B)(6) 2016: ¿no growth after 5 days.¿ (B)(6) 2016: abdominal fluid specimen collected (B)(6) 2016: ¿many gram negative rods. Moderate purulence. Several yeast. Many gram positive cocci.¿ (B)(6) 2016: body fluid cultures collected (B)(6) 2016: ¿organism 1: enterococcus faecalis. Quantity of growth: moderate. Organism 2: candida tropicalis. Quantity of growth: moderate. Organism 3: bacteroides thetaiotaomicron. Quantity of growth: heavy.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the instructions for use also warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. The investigation concluded that there is no relationship between the device history record findings and the event. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number 13412198. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3), and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3). W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect clinical code. H6: updated investigation findings . H6: updated investigation conclusions. H6: health effect impact code: the investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6) 2011 through (B)(6) 2017 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: hepatitis b. Chronic cholecystitis and cholelithiasis. Obesity. ­ (B)(6) 2012: 202 lbs; bmi 36.9. ­ (B)(6) 2015: 178 lbs; bmi 32.6. ­ (B)(6) 2015: 183 lbs; bmi 33.5. ­ (B)(6) 2016: 183 lbs; bmi 33.5. ­ (B)(6) 2017: 204 lbs; bmi 37.3. Smoker. ­ (B)(6) 2014: 1 pack/day x 13 years. Drug use. ­ (B)(6) 2014: thc positive. ­ (B)(6) 2017: thc positive. Gastroesophageal reflux disease. Multiple incisional hernia with incarceration. Prior surgical procedures: (B)(6) 2008: cesarean section. (B)(6) 2011: repeat low segment transverse cesarean section and lysis of adhesions. (B)(6) 2012: laparoscopic cholecystectomy. Relevant medical information: (B)(6) 2011: repeat low segment transverse c-section and lysis of adhesions ­ ¿adhesions from the omentum to the anterior abdominal wall.¿ (B)(6) 2013: ¿abdomen; soft, tiny hernia-incisional.¿ (B)(6) 2014: ¿complaint of abdominal hernia. Umbilical hernia noted, nausea vomiting almost daily, lost 112 lbs. In last year. Weight 133 lbs. Exam: 15 x 15 cm incisional hernia left lower abdomen. Impression: incisional hernia.¿ (B)(6) 2014: ¿patient informed mesh is not in yet, understood and ¿ok¿ with waiting.¿ (B)(6) 2014: CT abdomen/pelvis: ¿large ventral hernia containing several loops of nonobstructed bowel.¿ [handwritten notes]: ¿goretex/ethicon mesh 14 x 16 ventral hernia. (B)(6) 2014: candas is ordering mesh, should be in within 1 week. [Initials b.l.].¿ (B)(6) 2014: excision biopsy of peritoneal implant to confirm diagnosis of endometriosis. Laparoscopic repair of giant incisional hernia after reduction of incarcerated contents. ­ ¿after completion of the gynecologic aspect of the case attention was paid to repair of the incarcerated incisional hernia. To accomplish this additional 5 mm. Ports were placed in the left upper quadrant and two in the left lower quadrant. This allowed for visualization and access to the incarcerated contents of the hernia which were in the left lower quadrant. Omentum and bowel incarcerated in the hernia were freed using harmonic scalpel dissection. The hernia defect measured approximately 10x10 cm. In size. A piece of cortex [sic] dual mesh which was oval in shape was then prepared with fixation sutures at each quadrant and the mesh was introduced into the abdominal cavity. The quadrants of the mesh were secured to the anterior abdominal wall and the mesh was then tacked to the anterior abdominal wall completely occluding the hernia defect with at least 3.0 cm. Overlap of mesh to normal peritoneal abdominal wall. The protractor [sic] was used to secure the mesh to the anterior abdominal wall with tacks placed at 1.0 cm. Intervals. At this conclusion of this part of the case there was secure fixation of the mesh to the anterior abdominal wall. There was no active bleeding noted. The trocars were removed and the umbilical fascial incision closed with a running 0 vicryl.¿ (B)(6) 2014: ¿signed out against medical advice 2 days ago , unable to eat when she went home, complaints of abdominal pain. History of repair of incisional hernia, symptoms developed after surgery, underwent hernia repair with mesh placement 2 days ago. Examination: abdomen; abdominal tenderness, guarding, hypoactive bowel sounds, right side pain. Impression/plan: paralytic ileus.¿ (B)(6) 2014: CT abdomen/pelvis: ¿postoperative changes of anterior abdominal wall hernia repair. There is a large fluid collection within the anterior abdominal subcutaneous fat at the site of previously seen bowel herniation. There is a second immediately adjacent smaller fluid collection. These fluid collections may represent seroma or abscess. No free air free fluid within the abdomen pelvis. There is a small amount of complex fluid within the dependent aspect of the pelvis. This may be within normal limits given recent postoperative status. Questionable small defect within the anterior abdominal wall to the right of the surgical mesh as described above, this may communicate with the smaller anterior abdominal wall fluid collection. No bowel herniation at any site.¿ (B)(6) 2014: discharge summary: [the patient] ¿signed out ama [against medical advice] 2 days ago. She was unable to eat when she went home. Severity 5/10 modifying factors noncompliant onset 2 days ago timing constant.¿ exam notes state: ¿positive for: abdominal tenderness, guarding. Hypoactive bowel sounds.¿ ¿observation negative for distention, scars and an abdominal wall hernia.¿ ¿bowel sounds were decreased. Palpation revealed a soft abdomen. Palpation negative for a fluid wave, hepatomegaly, splenomegaly, a pulsatile mass and a non-pulsatile mass. There was no abdominal tenderness and guarding. There was no rebound or rigidity.¿ implant preoperative complaints: (B)(6) 2015: CT abdomen/pelvis: ¿previous ventral hernia repair with mesh, right paracentral hernia adjacent to the right side of the mesh with a transverse defect of 31.4 mm, hernia transmits non incarcerated loops of small bowel. No lymphadenopathy or fluid collections. Appendix not visualized. Additional epigastric ventral hernia with a transverse defect of 33 mm transmits minimal omentum.¿ (B)(6) 2015: ¿weight 183 lbs, had hernia surgery back last november, had abdomen pain in that area in july, CT ordered, still has pain and nausea, stool is black.¿ (B)(6) 2015: CT abdomen/pelvis: ¿no acute intra-abdominal abnormalities, no free fluid, free air or significant inflammatory process. Postoperative changes with prior ventral hernia repair, there is a persistent hernia [in] the inferior margin of the mesh containing a loop of bowel without obstruction. No significant change in appearance in comparison to previous study. Defect measures approximate 2.5 cm. Small ventral hernia [in] the upper abdomen containing peritoneal fat. Appendix not well seen on study.¿ (B)(6) 2016: ¿hurting in lower pelvic pain had CT¿s in late october and didn¿t follow-up do [sic] to sickness and death in family, hurting bad x 2 days, pain worse when on period.¿ implant procedure: laparoscopic repair of recurrent incarcerated incisional hernia using ¿dual mesh.¿ implant: gore® dualmesh® plus biomaterial (13412198/1dlmcp04) 15 x 19 cm, oval. Implant date: (B)(6) 2016. Description of hernia being treated: ¿than [sic] a 5 mm opti vu [sic] trocar was used to gain entrance into the abdominal cavity through a small incision in the right upper quadrant. The abdomen was insufflated with carbon dioxide to a pressure of 15 cm of water pressure. [Sic] additional 5 mm trocars mm [sic] placed under direct vision in the right mid abdominal region right lower quadrant and 2 additional trocars in the left upper quadrant and will [sic] left mid abdominal region. The hernia defect had incarcerated omentum which was removed using a combination of electric cautery sharp dissection and blunt dissection. There were 2 adjacent hernia openings in the lower abdominal region. The entire hernial defect measured approximately 8 x 15 cm.¿ implant size and fixation: ¿a piece of dual mesh made measuring 15 x 19 cm was chosen to repair the defect. Four quadrant sutures of 2 0 prolene were placed in the mesh and the mesh was introduced into the abdominal cavity. Stay sutures were secured to the anterior abdominal wall using a suture retrieval [sic] device and 4 1 cm incisions. The mesh was then fixed to the anterior abdominal wall using a protac [sic] with 1 cm spaces between the staples. At the completion of the patch repair there was excellent approximation of the mesh to the anterior abdominal wall with no gaps present. There was excellent hemostasis. The skin incisions were closed with 3 0 vicryl subcuticular stitches.¿ post-operative period: [5 days] ­ (B)(6) 2016: ¿continues to make progress, less pain from incisions, encouraged to use narcotic less and use extra strength tylenol as ¿go to¿ medication for pain relief. Will keep nothing by mouth until is passing flatus, does have hypoactive bowel sounds, adding duplex suppository and intravenous reglan to regimen to help her recovery from the ileus.¿ ­ (B)(6) 2016: discharge summary: ¿discharge diagnosis: resolved; hernia of abdominal cavity. Hospital summary: recurrent incisional hernia from lower abdominal incision, had previous laparoscopic repair but had recurrence in lower part of repair site and had incarcerated bowel with a large hernia sac with recurrent cramping and abdominal pain. CT scan confirmed presence of lower hernia 5thrib [sic] incisional hernia. Had tenderness in lower abdomen where she had a mass present. Brought to surgery at which time laparoscopic repair of the recurrent hernia was accomplished. Postoperatively had an ileus for several days but this was resolving at time of discharge, tolerating liquid diet satisfactorily, moving bowels well, wounds healing well, will be seen in the office in 1 week for follow-up.¿ explant preoperative complaints: (B)(6) 2016: ¿14 days status post laparoscopic incisional hernia repair; lower abdominal pain with a big knot , can¿t eat/sleep, nausea mostly, [vomiting] x2. Having pain in lower abdomen, has 5 cm mass-probable seroma, mild nausea-check cat scan-suspect seroma.¿ (B)(6) 2016: CT abdomen/pelvis: ¿no bowel or urinary obstruction. Changes of previous cholecystectomy, no biliary duct dilatation. Postsurgical changes of ventral hernia repair, seroma with slightly thickened walls seen ventral to the abdominal wall measuring 3.58 x 10.67 x 6.45 cm, additional seroma or fluid collection with fluid level seen central to the abdominal wall measuring 4.2 x 10.9 x 8.7 cm.¿ (B)(6) 2016: ¿blood culture: one bottle growing gram positive cocci; sensitivity to vancomycin. Staphylococcus epidermidis.¿ (B)(6) 2016: CT abdomen/pelvis: ¿hernia repair in low anterior abdominal wall. Fluid and gas again seen adjacent to surgical mesh seen along the anterior abdominal wall. Does not appear to be additional fluid gas seen extending into the low anterior abdominal wall forming a probable large anterior abdominal wall abscess. Surgical consult recommended. The findings are concerning for a postoperative infection. If clinically indicated, ultrasound guided aspiration of fluid collection can be performed. Stable appearance of a cyst seen within right adnexa. No evidence for small bowel obstruction. Nonobstructing nephrolithiasis seen within left kidney. Previous cholecystectomy.¿ explant procedure: aspiration of abdominal wall fluid collection, culture and gram stain of fluid; incision, drainage and debridement of abdominal wall abscess cavity with drainage of intra-abdominal abscess and subcutaneous abscess; excision of necrotic material including previously placed mesh and drainage of intra-abdominal abscess cavity and subcutaneous abscess cavity with separate jackson pratt drains. Primary closure of abdominal wall with interrupted number 1 vicryl sutures. Explant date: (B)(6) 2016. ¿needle aspiration of a fluid collection in the abdominal wall was obtained and sent for gram stain and culture. Gram stain showed multiple gram-positive and gram-negative bacteria. Following this the fluid-filled cavity was opened with a vertical incision directly over the most fluctuant part of the fluid collection. An infected subcutaneous abscess cavity was encountered measuring 15 x 15 cm. The walls of the abscess cavity contained necrotic material which was sharply debrided. The infection was found to extend down to the fascia and necrotic fascia was also debrided. A preperitoneal abscess cavity posterior to the fascia measuring 15 x 15 cm and 3 cm deep was encountered superficial to the previously placed gortex [sic] mesh. The mesh was obviously involved in the infection and was completely removed including its stapled attachments to the fascia. The underlying bowel was encased in a thick fibrinous envelope and was not observed during this operation. After cultures were taken for aerobic and anaerobic cultures, the abscess cavity was irrigated with sterile saline. A 19 mm jackson-pratt drain was left in the subfascial space and the fascia was closed with figure-of-eight sutures of 1 vicryl. There was no significant tension on the fascial closure. The subcutaneous tissue was closed with interrupted 2.0 vicryl with a jackson pratt drain at the deepest part of the subcutaneous wound and the skin was closed with skin staples.¿ relevant medical information: (B)(6) 2016: x-ray abdomen: ¿changes of previous cholecystectomy. Two surgical drains seen at level of the upper to mid pelvis. Nonobstructive bowel gas pattern. Moderate amount of gas retained within large bowel.¿ (B)(6) 2016: ¿exudate culture: ¿abdominal abscess, aerobic and anaerobic: negative at 6 days. Gram stain: many gram-positive cocci, moderate gram negative rcos [unknown acronym].¿ (B)(6) 2016: pathology: ¿received in the container are multiple, irregularly shaped pieces of a yellow-to-tan tissue with stippled, red, hemorrhagic areas as well as stippled, gray-tan, necrotic-appearing areas throughout the tissue. There are also two separate pieces of grossly evident mesh-like foreign which is tan in color and measures up to 0.1cm in thickness. This mesh material has multiple, gray metallic, spiraled foreign bodies located diffusely around the outer rim. The specimen has overall or aggregate dimensions of 15.5 x 10.3 x 5.3 cm. Sectioning the pieces of tissue reveals hemorrhagic areas as well as necrotic-appearing areas. Further examining the pieces of foreign mesh reveals multiple adhesions as well as adherent necrotic tissue. Representative sections of the tissue are submitted in cassettes a1 and a2, while the remainder of the specimen is retained in its original container.¿ (B)(6) 2016: CT abdomen/pelvis: ¿two indwelling drains present, there is stranding/edema and gas adjacent to drains, no residual fluid collection identified. Persistent right adnexal cyst, on image 62 this measures approximately 5.7 x 4.9 cm diameter.¿ (B)(6) 2016: CT abdomen/pelvis: ¿postsurgical changes with drains in place and small amount of intraperitoneal air and fluid. No definite extravasation of contrast seen.¿ (B)(6) 2016: ¿abdominal fluid: gram stain: many gram-negative rods, moderate purulence, several yeast, many gram-positive cocci. Body fluid culture: enterococcus faecalis; moderate, susceptible; ampicillin, gentamycin, linezolid, penicillin, streptomycin synergy screen, vancomycin. Candida tropicalis; moderate, bacteroides thetaiotaomicron; heavy, positive beta lactamase infers resistance to ampicillin and penicillin; susceptible ampicillin/sulbactam, ceftizoxime, chloramphenicol, metronidazole, piperacillin; resistant cefotetan, clindamycin; intermediate cefoxitin, ticarcillin.¿ (B)(6) 2016: CT abdomen/pelvis: ¿improved overall appearance. No current abscess or CT evidence of fistula.¿ (B)(6) 2016: discharge summary: ¿transferred to (B)(6) on (B)(6) 2016 from (B)(6)hospital after undergoing surgery on (B)(6); previously underwent a laparoscopic hernia repair on (B)(6) by dr. (B)(6). Approximately 10 days later, complaints of pain and large bump; told this was a loculation and sent home with abdominal binder. Abdominal pain began to worsen, nausea, vomiting and fevers. Presented to (B)(6) hospital on (B)(6) with complaints of continued abdominal pain; found to have infected mesh, infected mesh was removed and two jp drains were placed; one with foul smelling brownish drainage. CT revealed post-surgical changes with drains in place and small amount of intraperitoneal air or fluid, no definitive extravasation seen. Kept nothing by mouth initially; on (B)(6) 2016 fistulogram completed with lower jackson-pratt abdominal drain and findings revealed contrast injection of the anterior, midline lower abdominal surgical drain demonstrating fistulous connection with the transverse colon. A peripheral inserted central catheter line consult was placed and total parenteral nutrition started to try and manage patient more conservatively due to recent surgery and amount of inflammatory changes likely to present. Continued with nothing by mouth and total parenteral nutrition to allow additional management and possible closure due to low output. Midline jackson-pratt drain began to dislodge and the other was removed due to minimal output. Started on full liquid diet, total parenteral nutrition continued, on (B)(6) 2016 was tolerating a diet well. (B)(6) 2016 repeat CT scan of abdomen and pelvis revealed improving overall appearance. No current abscess or CT evidence of fistulous seen. Tolerating regular diet, pain and nausea controlled, normal bowel function. Incisions without signs and symptoms of infection. Reached maximum benefit from hospitalization, discharged.¿ (B)(6) 2016: culture report of blood cultures taken (B)(6) 2016: ¿no growth after 5 days.¿ (B)(6) 2016: abdominal fluid specimen collected (B)(6) 2016: ¿many gram negative rods. Moderate purulence. Several yeast. Many gram positive cocci.¿ (B)(6) 2016: body fluid cultures collected (B)(6) 2016: ¿organism 1: enterococcus faecalis. Quantity of growth: moderate. Organism 2: candida tropicalis. Quantity of growth: moderate. Organism 3: bacteroides thetaiotaomicron. Quantity of growth: heavy.¿ conclusions: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warns, ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the device.¿ the instructions for use also warns, ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. The investigation concluded that there is no relationship between the device history record findings and the event. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number 13412198. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate approximately 800 micrograms per cubic centimeter of product (g/cm3), and chlorhexidine diacetate approximately 1600 micrograms per cubic centimeter of product (g/cm3). W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent unknown incisional hernia repair on (B)(6) 2016 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, removal of mesh, additional surgeries. Additional event specific information was not provided.